Manufacturer narrative:
This is two of five events (cardiovascular) for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced 5 cardiovascular events on or about 2009 to (B)(6) 2012, after the use of the product.